Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient the battery on their implantable cardioverter defibrillator (ICD) was low. It was additionally reported that the patient could not breathe properly and was not sleeping. The patient was referred to a physician for follow-up. The ICD remains in use. No further patient complications have been reported as a result of this event.